Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was returned to animas for evaluation. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts and up arrow and ok buttons contacts were misaligned.

Event description:
The patient reported that the buttons were sticking, felt flattened, and had a delayed response. The patient reportedly wore the pump attached to a belt and did not clean the pump.